Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated that the sensors were missing the cannula. The customer's blood glucose was 9.8 mmol/l at the time of the incident. The customer was sent a replacement sensor. The sensors were returned for analysis.